Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted and replaced after exhibiting loss of capture. No adverse patient effects were reported.